Event description:
The physician was deploying a perclose to the right femoral artery post intervention sheath removal. As he attempted to deploy the perclose, the device broke, potentially leaving a footplate of the device in the patient. The physician inspected the device, but couldn't be sure the footplate wasn't in the patient, so he gained access in the left femoral artery and went up and over and obtained an angiogram to evaluate the right groin. After reviewing the angiogram, the physician determined the right femoral artery was ok, there were strong pulses distally, and he didn't see any remnant of the device in the groin. Manual pressure was held at the access site and the team also placed a femostop over the site as a precaution till hemostasis was maintained. The patient tolerated the procedure without complaints. Product was sequestered in a biohazard bag and a product concern form was completed.